Event description:
A pump malfunction was reported by the customer, identified by a malfunction code that indicated a software error. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided information on how to reset the pump, which resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again, and the customer acknowledged this guidance.